Event description:
During a remote follow-up, a diagnostic anomaly was observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of a low impedance value missing on trending data was confirmed. The session records were reviewed and it was determined that the cause of the event was due to the impedance trending logic.

Event description:
Additional information was received that the device was electively explanted and replaced during an unrelated procedure. The patient was stable.